Event description:
It was reported that the patient experienced discomfort within the implantable neurostimulator (ins) pocket and did not feel the sti mulation as effective as before. Follow up information indicated that the ins was replaced and moved to a new location. The outcome was reported as the patient now "loves" his new ins and the new location. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Adaptor model 7489, serial# (B)(4), implanted: 2004-(B)(6), explanted: na, adaptor model 7489, serial# (B)(4), implanted: 2004-(B)(6), explanted: na, lead model 3998, lot#j0437419v, implanted: 2004-(B)(6), explanted: na, programmer model 7435, serial #(B)(4). (B)(4)